Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and had a sensing of less than 1.0mv. Additional information indicated that during implant, the sensing was not good. Several days after, the lead exhibited high pacing thresholds. This lead was repositioned and remained in service. No additional adverse patient effects were reported.